Event description:
It was reported that the patient passed away. After the cardiopulmonary resuscitation (CPR) for approximately 20 minutes, the clinical team made the decision to turn the left ventricular assist device (lvad) off. Log files recorded clusters of low power advisory events from (B)(6) 2025. This event was due to the system controller running on depleted batteries. There were several power source changes. The data indicated that the patient was switching between the depleted batteries and fully charged batteries. There were also a few powers cable disconnects and low power hazard alarms present from when the patient was switching between depleted batteries. Log files also indicated that the patient had not connected to power module/mobile power unit (mpu) power from (B)(6) 2025. This meant that the patient was sleeping on battery power. There were no notable alarm conditions or parameter changes. The ventricular assist device (vad) was functioning as intended. The cause of expiration was not provided and whether the outcome was device or therapy related was not provided by the customer. It is unknown whether the device will be explanted, an autopsy done, or whether it will be returned for evaluation.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. A review of the submitted log files revealed the pump operating as expected at the set speed. No unusual events or alarms were noted. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D, heartmate 3 patient handbook, rev. A, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.